Manufacturer narrative:
Exact date of event is unknown; event reportedly occurred sometime in 2019. Additional product code: dzl. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes canada reports an event as follows: it was reported that during the procedure five (5) screws broken. It was noted that a portion of the broken screw remained in the patient. The procedure was successfully completed. Concomitant device reported: screwdriver shaft (part unknown, lot unknown, quantity 1); matrix screwdriver handle (part unknown, lot unknown, quantity 1). This report is for a ti matrixmidface screw. This is report 1 of 2 for (B)(4). Additional devices are captured on related complaint (B)(4).